Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential deployment issue. The exact root cause cannot be determined. It is possible that suture lockup occurred, although this was unable to be confirmed since the sample was not available for evaluation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
. E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that after the involved angio-seal device anchor was set, the device was retracted for deployment when the sheath fractured, and the suture was pulled through the slit in the sheath. They ended up holding manual pressure. The patient's condition was stable with no blood loss. The procedure performed was a coronary intervention. Additional information from 27 jun 2024: no damage was observed prior to setting the anchor and pulled back. A 6fr procedure sheath was utilized. There were no difficulties with arterial access, the sheath, or the glidewire. A pre-deployment angiogram was conducted without any issues. The insertion and deployment of the device proceeded without complications. The issue arose during the withdrawal of the device; there was more resistance than usual when retracting the device after setting the anchor, and it could not be fully retracted. Additional information from 19 jul 2024: the part of the device responsible for releasing the suture during retraction got stuck, and the sheath also broke or split.